Event description:
The customer reported that the left monitor goes black intermittently.

Manufacturer narrative:
This MDR is related to ge healthcare complaint. The ge svc rep replaced the ffb and x-ray controller. The system operates as intended.